Manufacturer narrative:
A software investigation was completed for the reported issue. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system produced an image that was half white. The surgeon opted to use this image for the procedure, since the relevant anatomy was visible. This did not cause a delay to the procedure, and the case was completed successfully. The patient was not impacted.